Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 250-304 mg/dl. Reportedly, the customer is using apidra insulin. Tandem technical support (cts) educated customer on insulin labeling. In addition, it was reported that the customer experienced a low blood glucose level, actual value was not provided. Customer declined to further troubleshoot with cts.